Event description:
The info provided to sjm indicated that an 8f angio-seal vip was selected for use in retrograde puncture of the right superficial frontal artery (rsfa), of an obese pt. The rsfa was selected since the pt had a prosthetic graft in the common femoral artery. When the sheath was in place, the physician attempted to insert the carrier tube but was only able to advance it as far as approx 2 cm from the distal tip of the sheath. The device was removed, the guidewire exchanged, and a new 8f angio-seal vip hemostasis was placed. Again, the physician was able to fully advance the carrier tube into the sheath, confirming both clicks, but the whole device withdrew upon pull-back. Prior to insertion, the physician visualized the puncture site using ultrasound. The doctor does suspect following the incident that the anatomy may have been tortuous. The pt was sent to the vascular theater to close the puncture site. A second medical device report was submitted for the second device: mw # 2182269-2013-00034.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution using of the angio-seal device if there is suspicion that the introducer has been placed through the superficial femoral artery and into the profunda femoris. Collagen deposition into the superficial femoral artery could result, which may reduce the blood flow through the vessel. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal in pediatric pts or others with small femoral artery size (< 4 mm in diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these pts. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or pt vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the pt. Hemostasis can be achieved by applying manual pressure. The angio-seal device instructions for use (IFU) cautions that when the device is used in obese pts, the tamper tube may not be long enough to be exposed or grasped at the skin. The fingers should be placed on either side of the suture, compressing the surrounding tissue, while attempting to expose the tamper tube. If necessary, a sterile hemostat may be used to grasp the tamper tube so the collagen can be tamped adequately.